Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received strongly deformed and with the hole is widened. Further inspection noted, the washer is strongly cambered and not flat anymore. The hole is widened and has a burr at the bottom side. Due to damages verification of relevant dimensions could not be completed. The noted damage is typical if either a too small screw is used or a too big hole is covered by the washer and the screw goes though the washer if high torque is applied. This complaint is considered indeterminate from a manufacturing standpoint. The lot number is unknown therefore a review of the device history record could not be completed.

Event description:
It was reported that during the insertion of a 6.5mm s.s cannulated screw via power and the screw pulled through the washer. The surgeon left the screw in place but removed the washer.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).